Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the body of a homechoice automated pd set with cassette which resulted in a leak. This was observed during prime of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample along with a photograph of the actual sample were received for evaluation. A visual inspection of the photograph and actual sample with the naked eye noted a cracked cassette. The reported condition was verified on the actual sample. The cause of the crack could not be determined. Additionally, twelve (12) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.